Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open total gastrectomy, the firing became unable to be performed during the firing. It was noted that before the firing, the display pointed 2 regarding the thickness. To resolve the issue, the defective cartridge was replaced with a new one. There was no patient injury.

Event description:
According to the reporter, during an open total gastrectomy, the firing became unable to be performed during the firing. It was noted that before the firing, the display pointed 2 regarding the thickness. To resolve the issue, the defective cartridge was replaced with a new one. There was no patient injury. Pli10: medtronic's initial evaluation of the incident device found that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
Additional information: b5, d4 (unique identifier (UDI) #), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3cm cut line. The jaw of the reload was open. Staple pushers were visible at the 3.5cm cut line. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the firing became unable to be performed. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.